Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that there was an issue with the suspend feature of the pump. This complaint is being reported because suspending or resuming of the pump without an alarm may result in over or under delivery. There was no serious injury associated with the complaint.